Event description:
Alleged the hi/low function of the bed was drifting.

Manufacturer narrative:
The facilities maintenance alleged the birthing bed's hi/low function would drift. The facility replaced the hi/low drive screw to repair the bed. Chapter 6 of the svc manual documents a function check for the hi/low drive screw as part of preventative maintenance.